Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 370 mg/dl and ketone level was high. Manual injections were administered and pump supplies were changed to address bg. Customer went to the emergency room (ER) and healthcare provider identified ketone level as dangerous. Customer declined to provide further information at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.